Event description:
It was reported that the patient experienced a shocking or jolting sensation. Troubleshooting occurred on (B)(6) 2013 and the location of the right lead was looked at. Impedance testing was also performed. The patient also felt pain in his left body side with stimulation on contact 0. The patient felt pain in his left arm at 0.5 volts. With stimulation on contacts 1 to 3 the patient got a capsular effect in the mouth region and in his left arm. At the time of the report the patient was alive with no injury. Two days later it was reported that combinations with contacts 4 through 7 had impedances greater than 4,000 ohms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information stated that when the patient met with their physician on (B)(6) 2014, the impedances were found to be "ok." It was reported the patient experienced "adverse effects by stimulation with low amplitude" and that the physician "couldn't find a dbs-system (deep brain stimulation) fault." It was stated that because of this, the physician "thought that there was a dislocation of the lead" and that a CT scan would be performed to check this. It was noted at the time of follow-up the patient's stimulation was on and they were "ok." It was further noted the effect the patient experienced was "not as good as in the beginning, but there was still an effect."

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported "the patient was ok," the "therapy was ok," and the "impedance was ok" at the time of follow-up. It was stated the patient had attempted to recharger her implantable neurostimulator (ins) four times and that twice "it was a shame charging." It was further stated that "nevertheless the patient said that there was a prickle." It was noted the "patient had mp and tremor in a very advance stage" at the time of follow-up and that her physician and manufacturer representative "didn't think that there was a problem" with the patient's ins. It was further noted the patient would be back in the hospital in a few months.